Manufacturer narrative:
Product development investigation was completed. The report indicates that the: 323.062 / l433924, drill bit. 1x article 323.062 with lot l433924 drill bit ø2 w/double marking l140/115 3flute returned: as received condition of device: drill bit received with a broken off tip section. The tip is missing. The shaft is badly bent post manufacturing. Visual investigation shows that exceeded applied mechanical force while used caused deformation of the shaft which finally may have lead to the breakage of the tip. Conclusion: complained issue (tip of the drill bit in question was broken) could be confirmed. Based on DHR-review, visual inspection and measurement taken no manufacturing related issue could be identified. Dcrm review confirms adequately addressed risk and exclude design issue. As possible root cause, we do assume strong that the drill bit might have been stuck on bone material or another device/implant used which led to an overloading situation and the reported crunching sound was heard when the drill bit broke. Device used for treatment, not diagnosis. Report was initially submitted on oct 27, 2017, but the FDA site was down. Advised by FDA on nov 8, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter phone number is not provided for reporting. A device history record (DHR) review was performed for part # 323.062, lot # l433924: manufacturing location: (B)(4), manufacturing date: 06.jun.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a humeral supracondylar fracture surgery on (B)(6) 2017, the surgeon used an unknown drill bit to fix an outer plate. During the drilling, the tip of the drill bit became deformed. After that the surgeon chose another drill bit to fix the variable angle locking compression plate distal humeral plate (va-lcp dhp) inner plate. But this drill bit broke with burnt smell, and the chipped fragment stayed in the patient¿s bone. Surgeon decided not to extract the fragment since such an extraction might have affected bone reduction. The fragment still remains in the patient¿s body. Because of the drill-bit failures, the surgeon opened a burr hole with 2.0mm k-wire to fix the rest of the screws. The surgery was completed with a five (5) minute surgical delay. Procedure was completed successfully. Concomitant devices reported: va-lcp distal humeral plate 2.7/3.5, medial, w/extension (part # 04.117.601s, lot # unknown, quantity 1), plate (part # unknown, lot # unknown, quantity 1), this report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for complaint (B)(4).